Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow during use with a clearlink system non-dehp extension set. A clearlink system continu-flo solution set with an added clearlink system non-dehp extension set and an arisure closed male luer (non baxter) was connected to patient's peripherally inserted central catheter using the one-link connector. Using a colleague pump sodium chloride was infused. A solution set with an arisure closed male luer (non baxter) was connected to the lower port of the primary line to infuse cisplatin. The roller clamp of the primary line was closed and removed from the pump. The cisplastin line was placed in the pump to infuse with a rate of 805 ml/h; however, a downstream occlusion alarm occurred. A new primary line was setup using proper technique and the cisplatin line was reconnected and the medication was able to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.